Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing low blood glucose because she over bolus during night and the paramedics were called. The blood glucose reading was 49mg/dl after taking several glucose tablets and having several cups of fruit drink. Advised the customer that since he is going low and then higher, his blood glucose was probably not stable to calibrate causing most likely issues with his glucose level. No further info was provided.